Event description:
The dr reported "the motor stalled and won't quit running after you take your foot off the pedal" causing the file to break off in the pt's tooth. The file was not retrieved and at the time of this report 3 attempts had been made to gather pt info to no avail.